Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist's report the electrode array stylet was broken during implant surgery. Reportedly. The stylet was recovered and the electrode array was fully inserted. It was also noted that the patient fell and injured his back shortly after implant surgery. No head trauma was reported. The patient reportedly did not make expected progress with his device. An x-ray done in the summer of 2006 reportedly showed that the electrode array was partially outside of the cochlea and the array was crimped at the cochleostomy. The device was explanted in 2006 and a new device was implanted during the same surgery.